Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the returned photo, it was observed that transparent liquid leaked from the catheter near the nose of adapter. However, as the photo was too zoomed out, unable to perform evaluation on whether there was any damage on the catheter tubing or adapter. As the actual sample was not returned for investigation, the actual root cause could not be determined. As current controls, there are outgoing and hourly in-process visual inspections in place to check for adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage.

Event description:
Leakage at the connection site between hub and cannula.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked leakage at the connection site between hub and cannula.